Event description:
Weak power output of plasmablade. Device was not performing as expected.

Manufacturer narrative:
(B)(4): facility disposed of device. Device is not available for return and inspection. Eval code results: facility disposed of device. Device is not available for return and inspection. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.